Event description:
It was reported the patient was receiving a low battery flag, as well as loss of amplitude. The sjm representative met with the patient and reviewed the ipg settings. It was reported the issue was normal ipg depletion. The physician replaced the ipg. The ipg was tested and revealed the low battery flag was due to passivation.

Manufacturer narrative:
Evaluation codes: results: the complaint was not confirmed. As received, the device was in good condition. The low battery warning was observed; however, this would still allow stimulation to the patient. The battery was in passivation and therefore triggered "low battery warning." Passivation test was performed on the ipg and the low battery warning flag never triggered again. The ipg was functionally tested on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of the testing passed. As described in the event detail, the emi make have been the likely source that turns off stimulation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.